Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three months after a treated episode of fast ventricular tachycardia (fvt), the cardiac resynchronization therapy defibrillator (crt-d) triggered alerts for recommended replacement time (rrt), end of service (eos), long charge time, and charge circuit inactive. Approximately a month later, the device detected episodes of fvt and vf and was unable to provide therapies. Additionally, the right ventricular (rv) lead displayed high thresholds. The crtd and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: e1. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized due to hearing alarms triggering for a couple of days.